Event description:
Information was received from medwatch form regarding a patient underwent spinal fusion in 2012 with medtronic infuse used in an off-label use at l2-3 and l3-4 during a tlif (transforaminal lumbar interbody fusion) in interbody cages. The patient then presented in 2025 with a malignancy at l2-3 and l3-4 levels which was confirmed to be plasmacytoma on pathology. It appears that bmp (bone morphogenetic protein) use was related to the etiology of the cancer as the cages appear to be the origination of the cancer. X-rays, CT and MRI of the lumbar spine were performed which show the neoplastic processat the levels of spinal fusion.

Manufacturer narrative:
B2: other (cancer) b3: please note that this date is based off of the year valid as per the given event details. E: facility details are unavailable. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Annex g code: recombinant human bone morphogenetic protein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.